Manufacturer narrative:
The following device was also listed in this report after the initial MDR was submitted: simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mdw032. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding range of motion involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "no x-rays, no examination of the explanted components, and no complete operative reports of (B)(6) 2015 or (B)(6) 2017 revision surgeries are available. Based upon this additional documentation, no determination can be made regarding the cause of these clinical problems in this difficult case. There is no evidence factors of faulty component design, manufacturing or materials are responsible." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Based on the provided documentation, the consulting clinician indicated that no determination can be made regarding the cause of these clinical problems in this difficult case. There is no evidence factors of faulty component design, manufacturing or materials are responsible. A CAPA trend analysis was conducted for the reported failure mode and concluded lack of motion may result from other factors not necessarily related to the device.

Event description:
This is the patient's fourth revision. He was revised on his left knee due to pain and an inability to get a full extension.

Manufacturer narrative:
The following devices were also listed in this report: no 7. Triathlon ts plus tibial insert x3 poly 9mm; cat# 5537-g-709; lot# y87vmw. Triathlon stem extender 25mm; cat# 5571-s-025; lot# mnned4. Tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 00373h. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This is the patient's fourth revision. He was revised on his left knee due to pain and an inability to get a full extension.